Manufacturer narrative:
Device evaluated by manufacturer: received for analysis was the delivery device with the stent protector and the product mandrel. The stent was detached from the balloon and was not returned for analysis. An examination of the balloon found a clear impression of where the stent had been crimped. The balloon did not appear to have been subjected to any positive pressures. An examination of the stent protector found no anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a coronary stenting treatment procedure stent dislodgement occurred. While the physician was removing the stent protector from the 3.50x20mm liberte bare device, the stent dislodged from the stent delivery system (sds). The device never entered the patient and the procedure was successfully completed with a different device. No patient complications were reported with the patient's current condition listed as 'good'.

Event description:
It was reported that during preparation for a coronary stenting treatment procedure stent dislodgement occurred. While the physician was removing the stent protector from the 3.50x20mm liberte bare device, the stent dislodged from the stent delivery system (sds). The device never entered the patient and the procedure was successfully completed with a different device. No patient complications were reported with the patient's current condition listed as 'good'.

Manufacturer narrative:
(B)(4)